Event description:
The user facility reported an automated impella controller (aic) had a "purge cassette not detected" alarm. A loaner was sent for use. There was no patient harm reported.

Manufacturer narrative:
The investigation has been completed. The impella has been returned for evaluation. Logs confirmed the reported complaint of the purge fluid not being detected as evidenced by multiple logs of purge pressure errors. Even though there were a couple of errors, there was no evidence of purge cassette not detected errors. Visual inspection revealed dextrose residue within the purge cassette cabin as well as within the purge pressure sensor. The blue purge retainer was observed to not be flush with the pressure foil membrane. This resulted in the displacement of the purge flag. The root cause of the purge fluid not detected error was due to a broken purge retainer, which impacted the accuracy of the pressure reading. The cause of the issue was a defective component.